Event description:
It was reported to philips that the codemaster xl+ defibrillator ECG had noise during preventive maintenance using a simulator. There wasn't any negative patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.